Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what caused this hypoglycemic event, as cgm glucose was in range or hypoglycemic for approximately 5 hours prior to the event, with minimal insulin delivery from the ilet during that time. Having the device volume set to "low" and failing to acknowledge the hypoglycemic alerts from the ilet likely contributed to the severity of the event.

Event description:
On 9/17/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 9/13/24. The user was admitted to the emergency room on (B)(6) 2024 at 3 pm and was released the same day at 6 pm. During the hospitalization, the user received an IV glucose and potassium treatment. The cds reported that the user experienced loss of consciousness during the event. The cds reported it was unknown what caused the event.